Event description:
Reportable based on device analysis completed on 18aug2022. It was reported that the wire got kinked. The 12mm x 3.5mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 330cm rotawire and wireclip torquer was selected for use. During the procedure, it was noted that the wire got kinked. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the spring tip was detached and missing.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The returned guidewire had the spring tip detached. The device has one kink in the body of the guidewire located approximately at 0.5 cm from the proximal end. Microscopic inspection was performed. The spring tip is missing.